Manufacturer narrative:
D10: concomitant devices: ((B)(6)) 200-02-32 - three peg patella 32mm, ((B)(6)) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, ((B)(6)) 02-012-35-3013 - logic tibia ps mod insrt sz 3 13mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2015, and then experienced a revision surgical procedure on (B)(6) 2024, approximately 9 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.